Event description:
It was reported that this right ventricular (rv) lead was fracture, due to which the device delivered inappropriate shocks and inappropriate anti-tachycardia pacing (atp). Additionally, this lead exhibited oversensing, noise and high pacing impedance measurements, measuring at 3000 ohms. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.